Event description:
It was reported that during a lap splenectomy, the first device couldn't be opened by bending and the second device did not staple or cut. Case was completed with a like device with no pt consequence.